Event description:
The customer contacted baxter's (B)(4) regarding a system error 2240 alarm, which occurred on the homechoice (hc) during dwell 4/5. The caregiver stated the supply bag fell and disconnected. Product surveillance contacted the home patient who clarified that the supply bag did not fall, but rather the supply line separated from the supply bag. The set-up was discarded. No patient injury or medical intervention was reported. No additional information available.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).